Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a hematoma evacuated on (B)(6) 2016 and showed signs of pocket infection. The entire system was extracted on (B)(6) 2016. No additional information is available at this time.